Manufacturer narrative:
Product event summary: the device was returned, analysis was performed and no anomalies were found.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that following the closure of the pocket during the procedure, the capture was good when tested with the analyzer, however, there was no capture after the implantable pulse generator (ipg) was connected. The ipg was then explanted and replaced. No patient complications have been reported as a result of this event.